Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
Received user facility medwatch report form (B)(4) advising that during a laparoscopic bowel resection procedure; the provider was using the instrument when the tip broke off during the procedure. The tip was retrieved it is not known how the procedure was completed. There were no adverse patient consequences reported.